Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported his insulin pump alarmed no delivery. Customer's blood glucose was in the 300s. Customer was unable to do troubleshooting because the issue was a past event. Nothing further reported.